Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: there was visible moisture corrosion in the battery compartment. The battery compartment was found to be cracked. There was visible moisture corrosion on the display cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. The reporter stated that there was moisture present in the battery compartment. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with this complaint.